Event description:
It was reported by the customer that the jack could not be lowered due to a blockage in the hydraulic system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the customer that the jack could not be lowered due to a blockage in the hydraulic system. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was incorrectly reported that the jack could not be lowered due to a blockage in the hydraulic system. The correct issue for this complaint was the fowler cylinder was leaking and the fowler cylinder was stuck in the raised position and could not lower.